Manufacturer narrative:
Batch review performed on 17 september 2024. Lot 2339116: 31 items manufactured and released on 27-feb-2024. Expiration date: 2029-02-13. No anomalies found related to the problem. To date, 21 items of the same lot have been sold without any similar reported event during the period of review. Additional devices involved in the event: batch review performed on 17 september 2024 other: screws 01.43.0025 cancellous bone screw ø 6,5 l 25 (k200391) lot 2348349: 46 items manufactured and released on 09-feb-2024. Expiration date: 2029-02-13. No anomalies found related to the problem. To date, 29 items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 17 september 2024 stem: quadra-p 01.12.163 quadra-p collared std. Size 3 (k192827) lot 2339116: 28 items manufactured and released on 05-apr-2022. Expiration date: 2027-03-23. No anomalies found related to the problem. To date, 21 items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 17 september 2024 ball heads: mectacer 01.29.232h head biolox option ø 36 (k131518) lot 2348075: 50 items manufactured and released on 09-jan-2024. Expiration date: 2028-12-16. No anomalies found related to the problem. To date, 39 items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 17 september 2024 liner: mpact 01.32.3644hcat hooded pe hc liner ø36/e (k132879) lot 2248469: 72 items manufactured and released on 10-feb-2023. Expiration date: 2028-01-23. No anomalies found related to the problem. To date, 66 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2024. Subsequently. The patient came in due to signs of infection and the pathogen was unknown. The surgeon performed a washout and revised the head and liner on (B)(6) 2024. Presently, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised the screw, cup, liner, head and stem. The surgery was completed successfully.